Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the adiana generator not provided by the complainant.pregnancy post permanent contraceptive procedure. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) boxed warning: as with any tubal occlusion procedure, there is a risk of ectopic pregnancy. (B)(4).

Event description:
A pt had an adiana procedure for permanent contraception on (B)(6) 2011. She had a hysterosalpingogram on (B)(6) 2012, which revealed bilateral tubal occlusion. On (B)(6) 2012, the pt had a blood test which revealed she was pregnant; an ultrasound revealed the pregnancy was ectopic. The pt had both fallopian tubes removed in an outpt setting and is reported to be doing fine at this time.